Manufacturer narrative:
(B)(4). 3004753838-2024-281981 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction is required for d9, e2, e3 and g2 d9: device availability - correction e2: is health professional - correction e3: occupation - correction g2: report source - correction g3: date received by manufacturer - additional information g6: type of report - follow-up h2: type of follow up - correction h6: medical device problem code - correction.

Event description:
Subsequent to the initial MDR, a correction is required.